Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing during circumcision, the needle broke and they recovered all the parts. As stated, they used another suture to complete the case. There was no patient injury.